Event description:
Pt reports that the wire to his glucose monitor dislodged in his muscle, pt states that he went to hospital and had x-rays done, and was told that he would need surgery to remove the wire. Wire is still in pt's arm.